Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation on the right side. Device remains implanted.

Manufacturer narrative:
Laboratory analysis summary- the device related to the reported events deflation was received on march 03, 2025 with lot number 1720788. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening of diaphragm valve assessed a cracked valve seat diaphragm valve. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported deflation on the right side. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.